Event description:
Reportedly, after the sixth firing of the instrument, excessive bleeding occurred at the middle of the staple lines. Therefore, the surgeon oversewed the staple lines to maintain hemostasis and complete the case, which required an extra 30 to 45 minutes of o.r time. Procedure: lap gastric bypass pt status: no pt injury reported. Note: initially, in 2005, it was determined that less than 30 minutes of o.r time was required to oversew the anastomosis. However, uss was notified of the extra 45 minutes of o.r time required to complete the case on 21 days later, upon which it was determined that this event is MDR reportable, rather than asr reportable.